Manufacturer narrative:
Concomitant medical products: product ID: 97715,serial#: (B)(4), implanted: (B)(4) 2018, explanted: (B)(6) 2020, product type: implantable neurostimulator; product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018,explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s device never worked and he hadn¿t gotten any relief, so the device was to be explanted. The rep reported that in pre-operative, the device was interrogated and a connectivity check showed that all connections were out. An impedance check revealed that all impedances were greater than 40,000 ohms. The physician was made aware and stated ¿when we get to the or, lets connect the new ipg (ins) and see if that solved the issue. If it does not, then I will replace the leads as well as the ipg.¿ the rep reported that in the or, the new ins was connected to the leads and a connectivity check showed all connections were out and all impedances were 40,000 ohms. The leads were then replaced as well as the ins. Upon connecting the new ins to the new leads, the connectivity was good and all of the impedances were within normal range and ¿good.¿ the issue was resolved. No further complications were reported.